Manufacturer narrative:
As reported, the .018 5 x 4 40 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was used but it was difficult for the pressure to rise over approximate eight atmospheres (8 atm). Therefore, it was removed from the patient and it was confirmed contrast media leaked from the distal tip. It was replaced with another balloon catheter and the procedure completed. There was no reported patient injury. The intended procedure was shunt pta. The target lesion was the radial vein. The lesion was not calcified. There was acute vessel tortuosity in shunt part. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was prepped normally according to the IFU. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. The plunger was depressed into the syringe/indeflator when trying to inflate. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The product was removed intact from the patient. Other additional procedural details were requested but were unknown. One product was returned for analysis. A non-sterile slalom pta .018 hp 40 5x4 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation test was performed. The balloon inflated as expected, neither a leakage nor a burst was observed on the balloon. A product history record (phr) review of lot 82176929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during positive pressure¿ was not confirmed during device analysis. The balloon inflated as expected, neither a leakage nor a burst was observed on the balloon. The device performed as intended as functional analysis was performed successfully. No anomalies were observed on the balloon. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This is an updated complaint conclusion due to additional device analysis. As reported, the .018 5 x 4 40 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was used but it was difficult for the pressure to rise over approximate eight atmospheres (8 atm). Therefore, it was removed from the patient and it was confirmed contrast media leaked from the distal tip. It was replaced with another balloon catheter and the procedure completed. There was no reported patient injury. The intended procedure was shunt pta. The target lesion was the radial vein. The lesion was not calcified. There was acute vessel tortuosity in shunt part. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was prepped normally according to the IFU. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. The plunger was depressed into the syringe/indeflator when trying to inflate. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The product was removed intact from the patient. Other additional procedural details were requested but were unknown. One product was returned for analysis. A non-sterile slalom pta .018 hp 40 5x4 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation testing was performed. Initially, the balloon was inflated to 14 atm (device¿s rated burst pressure) with the inflator device, neither a leakage nor a burst was observed on the balloon. Per request for additional device analysis, the balloon was then inflated to 16 atm (above its rated burst pressure). The balloon then burst at the applied above rate of pressure at 16atm. A product history record (phr) review of lot 82176929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during positive pressure¿ was not confirmed during device analysis. The balloon inflated as expected at its rated burst pressure of 14atm, neither a leakage nor a burst was observed on the balloon. The device performed as intended as functional analysis was performed successfully. No anomalies were observed on the balloon. Nevertheless, the balloon was tested above its rated burst pressure to 16atm as a request for additional device analysis. The balloon burst when pressure above its rated burst pressure was applied (16 atm). Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information to include: (B)(6). This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the .018 5 x 4 40 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was used but it was difficult for the pressure to rise over approximate eight atmospheres (8 atm). Therefore, it was removed from the patient and it was confirmed contrast media leaked from the distal tip. It was replaced with another balloon catheter and the procedure completed. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
This is an updated complaint conclusion to include the video analysis that was received. As reported, the .018 5 x 4 40 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was used but it was difficult for the pressure to rise over approximate eight atmospheres (8 atm). Therefore, it was removed from the patient and it was confirmed contrast media leaked from the distal tip. It was replaced with another balloon catheter and the procedure completed. There was no reported patient injury. The intended procedure was shunt pta. The target lesion was the radial vein. The lesion was not calcified. There was acute vessel tortuosity in shunt part. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was prepped normally according to the IFU. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. The plunger was depressed into the syringe/indeflator when trying to inflate. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The product was removed intact from the patient. Other additional procedural details were requested but were unknown. Video analysis was performed. Per video analysis, a slalom pta .018 hp 40 5x4 unit is observed leaking water from the tip of the balloon while performing balloon inflation. No other anomalies were observed. One product was returned for analysis. A non-sterile slalom pta .018 hp 40 5x4 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation testing was performed. Initially, the balloon was inflated to 14 atm (device¿s rated burst pressure) with the inflator device, neither a leakage nor a burst was observed on the balloon. Per request for additional device analysis, the balloon was then inflated to 16 atm (above its rated burst pressure). The balloon then burst at the applied above rate of pressure at 16atm. A product history record (phr) review of lot 82176929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during positive pressure¿ was not confirmed during device analysis. The balloon inflated as expected at its rated burst pressure of 14atm, neither a leakage nor a burst was observed on the balloon. The device performed as intended as functional analysis was performed successfully. No anomalies were observed on the balloon. Nevertheless, the balloon was tested above its rated burst pressure to 16atm as a request for additional device analysis. The balloon burst when pressure above its rated burst pressure was applied (16 atm). Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.